Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that there were missing data points on the continuous glucose monitor graph. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.